Manufacturer narrative:
The facility maintenance representative advised that the issue was discovered when they were performing an inspection of all rails at the facility. It was observed that a total of 74 pairs of rails had at least one missing end cap. It is unknown at what point they went missing. The maintenance rep advised that the facility has a rail maintenance program to inspect the rails, but he was not aware of the last time it was completed. He stated that the residents are still using the rails with the missing end caps. He was aware that they shouldn't be using them, but he indicated that they had no choice. No injury or damage was reported as a result of the missing end caps. The date code of the rails is unknown; however, the maintenance rep advised that they are approximately 3 years old. He was unable to provide any further information regarding the rails. The underlying cause of the end caps falling out is undetermined. This issue has been previously investigated. The following statement was added to the ihrailae-dlx installation user manual: "to avoid death, injury or damage due to improper maintenance or inspection. Always maintain and inspect equipment per the instructions in this manual. Contact a qualified technician or invacare if any of the following issues are present: loose or missing parts such as end caps, knobs, bolts, screws etc., should be secured or replaced. Sharp edges or surfaces should be corrected or replaced." A design change has since been made to these assist rails, as of (B)(6) 2017. The plastic end cap has been replaced with a permanent steel cover, which is brazed onto the tube ends and buffed to create a smooth edge. Should additional information become available, a supplemental record will be filed.

Event description:
A maintenance representative from a facility reported that the end caps are falling out of the ihrailae-dlx assist rails, which are being used on ihsc900dlx beds.